Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Additional observations were as follows: iol returned positioned incorrectly in the iol case. Solution is dried on both surfaces of the optic and haptics. The optic is scratched/marked-rejectable with loose fibers & particulate. We are unable to determine the root cause for the reported complaint "foreign body on implant". The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on both surfaces of the optic and haptics. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed optic damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reports the foreign material was found upon opening the box. This is not considered a reportable malfunction. No further reports will be filed.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported an intraocular lens (iol) had a foreign body on it. The lens was not placed. Patient impact is unknown. Additional information was requested.